Event description:
A remstar pro c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and the service technician observed visible foam particles. Additionally, there was dust contamination found in the device. The device was scrapped.